Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage to the lens was observed. Iol was returned outside of the device. The device was received loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol, the optic of the lens appears to be cracked/split. Photo review: provided photos show an iol against unknown background. The optic of the lens appears to be cracked/split. The product investigation could not identify the root cause for the reported complaint "the plunger rode over the iol and started to bend and split the iol" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The lens was returned split in two, which is consistent with lens having been explanted. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, when the surgeon was advancing the plunger of the preloaded device, the plunger rode over the iol and started to bend and split the iol. The lens was not implanted, and the surgeon had an extra lens as back-up which he implanted. Additional information has been received and stated that there was no patient contact.